Event description:
My wife is on home oxygen therapy, 2 l/min. I change the water in the humidifier, once or twice a week. When I do this the water canister top may be easily installed improperly, when the canister top is "cross threaded" and I do not notice it. I try to review this, but last friday I missed this and my wife was without supplementary oxygen for hours. When this happens the oxygen does not flow through the tube, and the oxygen does not get to my wife. I have two types of humidifier canisters, and each has a similar design issue, and the fix is probably simple. There are two easy fixes to the design of the humidifier lids that would warn of the problem, and prevent this problem. The water canister lid threads could be tapered as is done on the "lenton" rebar splice system, that prevents "cross threading" or a wide (3/16) flange, could be added to the canister and lid that would preven or warn that the cap is not placed correctly. I feed this should be looked at immediately. I wonder if there is a simple device, other than a glass of water, to check the oxygen flow through the nasal canal. Thanks.